Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced resistance while filling a cartridge. The customer's blood glucose was 178 mg/dl. Reportedly, the customer changed the needle and filled the cartridge successfully.